Event description:
It was reported that the patient was hospitalized due to tachycardia of about 180 bpm. The neurologist did not believe the increased heart rate correlated with the delivery of stimulation. The patient's normal and autostim output currents were programmed off on (B)(6) 2018. System diagnostics were reported to be normal. Of note, the vns was stated to be very efficacious for the patient. No additional or relevant information has been received to date.